Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved as not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the procedure, a cook disposable hemostasis clip was used. The clip was deploying before they wanted it to. The cook area rep requested add'l info regarding pt impact and product usage. The complainant declined to provide this info. It is unk if the pt experienced any adverse effects or required add'l medical procedures due to this event.